Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The right plunger case and bottom case were cracked by the l-bracket. The battery door also cracked and the battery is not charging. Evidence of reported problem in event log was found. During the evaluation of the device, no problem was found with the device. There was no damage to the speaker or the interconnect board. The speaker was replaced and the j9 connection was secured as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background. There was no reported adverse event.